Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported issue of inadequate cutting and coagulation functionality. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. Cutting and energy delivery worked with no issue. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument would not seal the patient¿s tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pancreatectomy (whipple procedure), the vessel sealer instrument had decreased cut and coag power. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the instrument did not have a normal energy level. It was intermittently unable to cut and coagulate, but was able to work sometimes. There was thermal effect to the patient's tissue, but it sometimes did not seal. The audible tones indicating a complete seal were noted. There were no error codes generated by the system. The target tissue was less than 7 mm. The patient did not undergo any pre-surgical chemotherapy or radiation treatments. The vessel was not calcified. It was mesenteric tissue with some small vessels. The instrument did not encounter any type of hard interference during the sealing cycle. There was no bio-debris on the instrument and the issue occurred immediately after the instrument was put into use. The surgeon was unsure of what caused the issue, but may have been due to a faulty vessel sealer. There was some bleeding experienced by the patient and the surgeon used another da vinci instrument (fenestrated bipolar) to help with coagulation.